Event description:
It was reported that the patient presented in clinic experiencing lightheadedness. The atrial lead exhibited noise. The noise was reproducible with isometrics. The ventricular sensitivity was increased and afterwards, the patient felt fine. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.